Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the arm movement was not matching the camera orientation when the scope was flipped. The customer stated that the camera controls appeared to move opposite of the arms. The customer stated that they received repeated engagement error messages when they re-installed the scope after removing it. The customer stated that the scope was installed on universal surgical manipulator (usm) 2. The technical support engineer (tse) reviewed the system error logs, but did not see any scope or usm 2 related errors present in the live logs. The customer confirmed they did not attempt installing the scope onto a different arm to see if the behavior changed. The tse recommended for the customer to swap out the scope to a spare backup scope, but the customer declined because the surgeon was almost finished and did not wish to troubleshoot. The tse recommended for the customer to try further troubleshooting after the procedure to ensure the system was functioning normally and the issue was with the scope. The site continued the procedure with no reported complications. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the endoscope was moving opposite to the surgeon's commands. The procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
The endoscope has been returned and evaluated by the failure analysis (fa) team. Fa investigation confirmed the reported complaint. The reported issue was due to scope bearing friction issue. There was distal tip mechanical damage. A review of the system logs confirmed that the issue occurred during a unilateral inguinal hernia on (B)(6) 2022 with system (B)(4). The endoscope was confirmed to have been last used during that procedure. No images or video were submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitively with reverse motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.